Manufacturer narrative:
Further review of this case indicates this is a duplicate report. The event in this report has been already reported under MDR no. 8043484-2021-00096. All further communication for this event will be managed in that case, including a follow up report with the results of our investigation. We respectfully request to close the case as a duplicate and refer to the referenced case above.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pico 7 dressing's adhesive stays attached to the protective plastic and not to the film. In consequence the adhesive doesn't stick. This was noticed during treatment. The treatment was completed with a back-up with a small delay.